Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A technical support specialist (tss) reviewed an issue where a hotfix intended to correct biometric identification problems after the version 1.11 upgrade, previously documented in a knowledge article "bio ID failure after upgrade - reboot fixes temporarily" and confirmed that the issue occurred after the hotfix was applied. Tss then rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.